Manufacturer narrative:
Block b3: exact date unknown, event occurred in approximately few months ago on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients ipg stopped taking a charge. The patient underwent an ipg replacement procedure and doing well post operatively. The explanted device will not be returned as it was not released by the facility.